Event description:
Approximately 12 ½ months post heartware hvad implantation the patient experienced high power events and hemolysis. The patient was visiting the outpatient clinic when high watt alarms were noted on the attached monitor. The patient was reported to be asymptomatic. The patient was admitted to hospital and was noted to have hematuria, increased hemolysis markers, elevated hvad power consumption and elevated estimated hvad flow. Infusions of heparin and tirofiban were initiated; however, the patient¿s hvad power consumption continued to increase. Tpa was initiated and the hvad parameters normalized. The patient was also reported to have developed renal dysfunction and hemodialysis was being considered.

Manufacturer narrative:
The product will not be returned for analysis, as it remains implanted. Additional information will be submitted within thirty (30) days of receipt. Please note that this is one of two reports for the same patient for different device components. Please reference manufacturing report #s 3007042319-2013-00290 and 3007042319-2013-00292.

Manufacturer narrative:
The device was not returned to heartware for evaluation, as it remains implanted in the patient. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. The reported high power event was confirmed via review of the log files. The cause of the event cannot be conclusively determined. Based on the review of the information available, there is no evidence to suggest that a device malfunction led to the reported event. Product remains implanted.